Manufacturer narrative:
B5: upon further investigation, a kink was noted in the patient's peripherally inserted central catheter (PICC) line. The PICC line is a non-baxter product. Therefore there is no longer an allegation against the baxter folfusor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused approximately 70-80%. This was observed during use. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.